Event description:
Consumer called to express concern over the readings from the bd paradigm link meter. Analysis run on clark error grid using mean average reading (273) as ref. Point vs. Bd readings of (409, 228, 184) yielded data points in the c zone of the grid, outside of acceptable limits.